Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to manufacturer's acceptance criteria. A sample was not returned and no evidence of nonconformity could be found in the lot record reviews, the root cause for the cutter would not moved issue cannot be determined. (B)(4).

Event description:
A company representative reported that on opening the vitrectomy cutter, the blade of the cutter was in closed position and would not move. Another pak was opened to replace the cutter and the procedure completed with no harm to the patient.